Event description:
During the colonoscopy procedure, the spike on the radial jaw 3 biopsy forcep is turned on a 90 degree angle and the hole head is tilted. The case was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.